Event description:
It was reported that during a coronary artery treatment procedure, balloon rupture occurred. The target lesion was located in the ostium of right coronary artery (rca) with 95% stenosis and was 18mm long with a reference vessel diameter of 4mm. A 2.00x20mm emerge balloon catheter was used to pre-dilate the lesion at 20atm. The balloon ruptured and was easily retracted through the guide catheter. Then the lesion was treated with a 4.0x22mm drug-eluting stent which recoiled the ostium. Another 4.0x12mm drug-eluting stent was deployed. The event was resolved. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the device was inflated to 20atm, which was above the rated burst pressure of 14atm for the complaint device. The directions for use states; "do not exceed the rated balloon burst pressure." The most probable root cause is considered user related. (B)(4).